Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a revision surgery two month after implant because the stimulation was dinging her rib cage. The patient stated they were putting leads in and pulling leads out to figure out the best placement and the leads went from their shoulder blades down to her buttocks. It was noted that the healthcare professional saw that the patient¿s nerves were off center and found two smaller leads on the right and one lead on the left. The patient would meet with the manufacturer representative for reprogramming for codes. The patient mentioned that the stimulation wouldn't cover her pain and they would turn it so high it would cause pain. The patient found out the reason the stimulation didn't work was because they needed a fusion. The patient got the fusion in (B)(6) of 2012 and was told not to use the stimulator while healing. The battery died because she wasn't using it and it could never be recharged again. In (B)(6) 2014 the patient got a thoracic fusion and had the implant and all leads removed. The indication for use was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.